Event description:
The customer reported that the autopulse platform (sn (B)(6)) stopped after performing compressions for a minute and that the fan noise was loud when the platform was powered on. The customer noted no errors, and no further information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The customer's complaint that the autopulse platform (sn (B)(6)) stopped after performing compressions for a minute was confirmed during the functional testing. The root cause of the reported complaint was a wide brake gap, which could not be adjusted due to a defective drive train motor. The customer's complaint that the autopulse platform generated a loud fan noise was not confirmed during the functional testing. The archive data showed no significant discrepancies. During the functional testing, the autopulse platform stopped several times during the compressions and displayed user advisory 17 (max motor on time exceeded during active operation). The brake gap inspection revealed an out-of-specification brake gap (wide) that could not be adjusted due to a defective drive train motor. The drive train motor needs to be replaced to address the reported complaint. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).